Manufacturer narrative:
Additional information was provided in h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported crack and particles cannot be confirmed from the returned photo. Provided photo shows an implanted intra ocular lens (iol). There appear to be white marks on/over the lens and light reflections. The reported crack and particles cannot be confirmed from the returned photo. The complainant indicates the use of epsilon shooter and non-company ophthalmic viscosurgical device (ovd) which are not qualified for use with the associated iol model. The ot temperature was reported as 24 degrees. Based on our observation of the attached photo, there appear to be white marks on/over the lens and light reflections. The reported crack and foreign particles cannot be confirmed from the returned photo. The origin of the observed marks cannot be confirmed based on the returned photo alone and without evaluating the physical product. The root cause of the reported events cannot be determined. The surgeon states the use of non-qualified injector and viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Also, the ot temperature was reported as 24 degrees. Company instructions for use (IFU) instructs: use the company cartridge at operating room temperatures between 18° c (64 degree f) and 23° c (73 degree f). Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported crack and particles cannot be confirmed from the returned photo. Provided photo shows an implanted iol. There appear to be white marks on/over the lens and light reflections. The reported crack and particles cannot be confirmed from the returned photo. The complainant indicates the use of non company shooter and non company ovd which are not qualified for use with the associated iol model. The ot temperature was reported as 24 degrees. Based on our observation of the attached photo, there appear to be white marks on/over the lens and light reflections. The reported crack and foreign particles cannot be confirmed from the returned photo. The origin of the observed marks cannot be confirmed based on the returned photo alone and without evaluating the physical product. However, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified handpiece and viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The ot temperature was reported as 24 degrees. Company IFU instructs: use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that after intraocular lens implantation procedure, during examination some particle¿s structure and crack like structure was noticed in the optic of the lens. The patient's immediate post-op was 6/9, and it was affecting the vision. As per the surgeon's opinion it was a lens burst due to which the patient did not received any desired outcomes. Hence the surgeon planned to do an explant of the lens. The current patient condition was symptoms still continuing.